Event description:
It was reported that cardiosave intra aortic balloon pump (iabp)¿s line cord stuck before use. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.